Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The bolus wizard functioning properly per bolus wizard sample in the user guide. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 405 mg/dl. The customer woke up and had symptoms of diarrhea. The customer went to the bathroom and could not get up from the toilet. The customer fell down resulting in paramedics showing up to transport the customer to the hospital on (B)(6) 2015 at 6:30 pm. The customer was semi-conscious at the time of the incident. The customer stated that they had performed a bolus but there were no history of the bolus that the customer performed. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.